Manufacturer narrative:
The device has not been returned to (B)(4) for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro self activated and started smoking during the pre-cautery test. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.